Event description:
Customer reports the left monitor is not displaying images. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the monitor fuse holder. System operates as intended.